Event description:
During a coronary drug eluting stenting treatment procedure, removal difficulties were encountered and the stent embolized. Following predilation of an 80% stenotic lesion in a moderately tortuous lad with a stormer 2.5 x 20 mm balloon, the physician deployed a taxus express2 3.5 x 32 mm drug eluting stent at 10 atms. The stent delivery was difficult due to crossing difficulties. The physician then successfully deflated the balloon and tried to remove it from the stent, but was unable to do so. He then pulled back the balloon and the stent, pulling both out of the coronary artery. The physician was unable to locate the stent in the patient's circulation. The procedure was completed with a different device. Pt's condition is unknown.

Event description:
The stent was not implanted, as previously reported.